Manufacturer narrative:
H.6. Investigation: this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report a false positive result. Upon further investigation the customer confirmed that the false positive result was due to contamination and the issue has resolved, however, the cause of the false results was not able to be determined. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Service history review was performed for the instrument (B)(6)and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of october. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 system gave false positive test results. Unspecified confirmatory testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: we've recently had a high rate of mgits turning positive with inconclusive results. We have had to cross-check several aspects of the culture procedure, and we were unable to determine the root cause.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 system gave false positive test results. Unspecified confirmatory testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: we've recently had a high rate of mgits turning positive with inconclusive results. We have had to cross-check several aspects of the culture procedure, and we were unable to determine the root cause.